Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date : 2008, inratio: 1.3, lab: 3.0, mean: 2.3, confidence limits: 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inratio is not with the confidence limits but lab value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot : 070565. First test inr = 1.3; second test inr= 3.3. Mean = 2.2; sd =1.2, % cv = 55.9. The % cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is not considered precise and further testing is required at this time.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 1.3; lab: 3.0. Caller alleges imprecision with inratio. Results as follows. First test inr = 1.3; second test inr = 3.3